Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, with the current fill estimate showing 0 units while the expected was 260 units, a difference greater than 30 units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge to resolve the discrepancy, and a 10.2 unit bolus was successfully delivered. After reloading, the difference in displayed and expected values was no longer greater than 30 units, indicating that the issue was resolved.